Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and a reservoir was used. It was found that there had been a foreign matter like a human hair in the sterilization package before use. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is it possible that the foreign material fell into packaging upon opening of device? No. The package is unopened. Was the product seal on the foil still intact when the package was opened? Yes. Please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. Please check rmao. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample has been received. Method. Manufacturing procedure: document indicate to perform a 100% visual inspection to verify the pouch is free of contamination. Any contamination must be reported during to manufacturing process. The inspection of reported affected lot was performed according to the document: 034-fba-map-303. As is mentioned on operation: "clean room packaging (inner pouch)" as follows: "visually check the pouched unit for particulate or any visual defects". Inspection procedure document have specific criteria for contamination external to reservoir and internal to inner pouch: dirugrease/oil/smudges, foreign matter greater than 1 mm2. Gowning procedure documents have instructions to correctly gown and de-gown to enter and exit the clean room. Gowning procedure is part of the basic training given to all personnel; it requires using hair covers, beard covers (if applicable), shoe covers and gowns to preclude that loose particles or fibers contaminate the product or work surfaces. Also, a daily cleaning of work surfaces is performed to maintain a high level of cleanliness. Complaint lot was manufactured in an iso class 7 clean roomfacility that complied with internal requirements of flex medical's quality system procedure environmental control site. Our processes include comprehensive environmental controls for all personnel and material entering this room and routine specified monitoring of environmental conditions including work surfaces, equipment, personnel and the room itself. Therefore, is considered these method factors do not contribute to the reported complaint defect. Material incoming inspection records for the outer pouch, part number lif-405347, and inner pouch, part number lif-405346 used in the lot of the reported complaint were reviewed and no issue was found. According to current revisions, all bags shall be free of particle, grease, dirt, oil, folds, creases and discoloration and lot used met these requirements. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man as per customer complaint event "it was found that there had been a foreign matter like a human hair in the sterilization package", during evaluation of sample provided, there was not found a foreign matter greater than 1 mm2 or any other that can be visible. This man factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.